Manufacturer narrative:
Correction to initial report: d.4, h.3 & h.4.

Event description:
It was reported that there was an unexpected rate change. The medication infusing at the time was octreotide. No additional medication details were provided. There was no patient harm. Although requested, no patient information was provided.

Manufacturer narrative:
The report of an unexpected rate change was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 50ml/hr with a vtbi of 600ml at 6:13 pm on (B)(6) 2020. ¿ the device then received a remote IV request for octre5p1 500mcg/100ml however the request was invalid. The user then programmed a custom concentration secondary infusion of drugid 695 through guardrails. The user entered 500mcg for the drug amount and 100ml for the diluent volume. The rate was calculated to be 400ml/hr with a vtbi of 100ml. The intended concentration was not reported. The secondary infusion ran to completion and then transitioned back to the basic primary infusion running at 50mlhr. The unexpected rate was not reported. The event log shows that during the period specified, the pump module ran at rates of 50mlhr and 400ml/hr as it was programmed. The device was not returned for investigation. The device was being used for treatment. The root cause of the reported unexpected rate change was not identified. Although requested, no patient demographics were provided.

Event description:
It was reported that there was an unexpected rate change. The medication infusing at the time was octreotide. No additional medication details were provided. There was no patient harm. Although requested, no patient information was provided.